Event description:
It was reported that the caller experienced a discrepancy between the displayed time and actual time on their device. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in updating the pump time and was advised to monitor for any future discrepancies, which the caller understood and acknowledged.